Event description:
During troubleshooting for a related report, the home patient (hp) stated, she disconnected to see if she would drain. The technical service representative (tsr) advised the hp to end therapy. The tsr also advised the hp to let the registered nurse (rn) know she reconnected after not capping off the patient line. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient was getting check drain line alarms and disconnected to see if it would drain, but did not cap off the patient line. This complaint cannot be confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the complaint is user error/ mis-use. This review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.